Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic sheer off during implantation. The lens was removed from the patient¿s eye. Additional information has been received stated that the leading haptic was fine but the trailing haptic was broken off when it entered the eye. The lens was removed, and a new lens was implanted during the case. The surgeon noted that a haptic on the second haptic was partially sheared also. It was reported that both the lenses were very stiff. No further information available.